Event description:
Caller reported a cgm error related to the g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller by providing pump reset information and guiding them through the reset process, after which the error code was cleared, and the caller successfully started the sensor session.